Manufacturer narrative:
Arjo representative was informed about the event involving arjo bed enterprise 9000 x. It was reported that the radius arm detached from the bed frame. There was no indication regarding patient involvement. No injury was reported. After the event, the arjo representative evaluated the device. The visual inspection showed that the bed frame was bent. During the inspection, the service technician noticed that the oxygen bottle holder was incorrectly placed on the bed. When the bed frame was lowered on the oxygen bottle it curved the bed frame what subsequently led to the radius arm detachment from the bed frame. The review of post-market surveillance data and investigation into the radius arm detachment, carried out at the manufacturer site showed that radius arm detachment and collapse of the bed can occur, when the bed¿s backrest is blocked by the obstacle e.g. Windowsill (in the position of 45 degrees), then the backrest is moved to the actuator¿s limit and next the bed foot section is pulled. This scenario is in line with the circumstances presented in the complaint description. The findings of this investigation allow concluding that the radius arm would not detach when the bed is handled in accordance with the instructions for use. The instructions for use dedicated to the enterprise 9000x bed (746-591-en rev. 12) includes information and warnings, which are crucial for the safe and effective use of the bed, including the safety of patients and caregivers. It is indicated that: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement". If this warning is followed, there is a very low risk of the radius arm detachment occurrence. To sum up, the device failed to meet the manufacturer¿s specifications since the radius arm detached from the bed frame, but there was no indication that the enterprise 9000 x bed was used with the patient when the malfunction occurred. The investigation carried out at the manufacturer allowed to determine that the radius arm detachment occurred when the bed was blocked by the oxygen bottle. Although there were no injuries reported, the complaint was decided to be reportable due to the allegation of the radius arm detachment which might lead to the bed collapse.

Manufacturer narrative:
Addtional information will be provided upon investigation conclusion.

Event description:
Following information reported, the radius arms detached from the bed's frame and the bed collapsed. There was no injury reported.